Manufacturer narrative:
PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that, post-procedurally, the patient circuit 2 pump of the sorin heater-cooler system 3t did not circulate water and the unit displayed an error code. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer retains the unit.

Event description:
Sorin group (B)(4) received a report that, post-procedurally, the patient circuit 2 pump of the sorin heater-cooler system 3t did not circulate water and the unit displayed an error code. There was no report of patient injury.